Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s death. The patient¿s cause of death was attributed to cardiac with secondary causes of esrd and uncontrolled diabetes (per report from death certificate). Manufacturer product analysis of the cycler is pending at the time this clinical investigation was completed. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused or contributed to the event. The patient had a past medical history of end stage renal disease (esrd), diabetes mellitus, chronic ischemic heart disease and obesity. Moreover, the patient had a history of non-compliance and intermittently skipped pd treatments. Therefore, the patient¿s fatal cardiac arrest is very likely to be associated with mortality risk factors from pre-existing comorbid conditions and patient non-compliance with esrd dialysis and diabetes mellitus.

Event description:
A registered nurse (rn) reported that this patient on peritoneal dialysis (pd) passed away on (B)(6) 2021 halfway through pd treatment using the fresenius cycler. There were no reported allegations that the patient¿s death was related to an issue with fresenius products. In additional follow-up, a pd nurse reported the patient had a past medical history significant for end stage renal disease (esrd), diabetes mellitus, chronic ischemic heart disease and obesity. The nurse confirmed the patient expired on (B)(6) 2021, at approximately 12:30 am while connected to the cycler. The nurse stated the cause of death listed on the patient¿s death certificate was cardiac arrest, secondary with secondary causes of esrd and uncontrolled diabetes. Reported details surrounding the patient¿s death are as follows: the patient collapsed while on the toilet going to the bathroom. Reportedly, the patient¿s husband called emergency medical services (ems) and subsequently (unknown time) fire rescue arrived at the patient¿s home. The nurse stated there was approximately delay in the patient receiving cardiopulmonary resuscitation (CPR) because it took approximately 15 minutes for an ambulance to arrive on the scene. It was reported the patient was subsequently transported to the hospital via ambulance and received CPR. The patient was later pronounced deceased at the hospital. On (B)(6) 2021, the cycler was returned to manufacturer per the nurse. At the time, of this clinical investigation the plant product analysis is pending. However, the nurse indicated the cause of death is not related in anyway to a cycler issue nor any other issues with fresenius device, or product. Per the nurse, the fresenius cycler was working as intended and the patient did not experience any malfunctions or performance issues with the device. However, it was reported the patient was non-compliant with pd treatments and would intermittently skip dialysis treatments. The nurse attributed the patient¿s death to the patient¿s pre-existing comorbid conditions in setting of non-compliance with dialysis.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the inside of the rear panel and on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) reported that this patient on peritoneal dialysis (pd) passed away on (B)(6) 2021 halfway through pd treatment using the fresenius cycler. There were no reported allegations that the patient¿s death was related to an issue with fresenius products. In additional follow-up, a pd nurse reported the patient had a past medical history significant for end stage renal disease (esrd), diabetes mellitus, chronic ischemic heart disease and obesity. The nurse confirmed the patient expired on (B)(6) 2021, at approximately 12:30 am while connected to the cycler. The nurse stated the cause of death listed on the patient¿s death certificate was cardiac arrest, secondary with secondary causes of esrd and uncontrolled diabetes. Reported details surrounding the patient¿s death are as follows: the patient collapsed while on the toilet going to the bathroom. Reportedly, the patient¿s husband called emergency medical services (ems) and subsequently (unknown time) fire rescue arrived at the patient¿s home. The nurse stated there was approximately delay in the patient receiving cardiopulmonary resuscitation (CPR) because it took approximately 15 minutes for an ambulance to arrive on the scene. It was reported the patient was subsequently transported to the hospital via ambulance and received CPR. The patient was later pronounced deceased at the hospital. On (B)(6) 2021, the cycler was returned to manufacturer per the nurse. At the time, of this clinical investigation the plant product analysis is pending. However, the nurse indicated the cause of death is not related in anyway to a cycler issue nor any other issues with fresenius device, or product. Per the nurse, the fresenius cycler was working as intended and the patient did not experience any malfunctions or performance issues with the device. However, it was reported the patient was non-compliant with pd treatments and would intermittently skip dialysis treatments. The nurse attributed the patient¿s death to the patient¿s pre-existing comorbid conditions in setting of non-compliance with dialysis.